Event description:
A us distributor contacted zoll to report that a patient developed two blisters under the lifevest equipment. Patient described the area as two blisters. There were no allegations of any bleeding, oozing or weeping wounds. There was no alleged device malfunction contributing to the irritation. The irritation was reported by the patient's nurse, but there is no indication that the patient received medical intervention for the irritation. Reporting out of an abundance of caution. Outcome of the irritation is unknown.